Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is separated from the thread before and during surgery. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: there are three previous complaints of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 23 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received do not fulfil european pharmacopoeia (ep) requirements for the minimum in two of the samples. The results are: 0.38 kgf in average and 0.01 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Needle attachment results conducted on samples before releasing the product were 0.38 kgf in average and 0.33 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received show that the needle escaped from the thread. Final conclusion: taking into account the results of the closed samples received do not fulfil ep/b. Braun surgical specifications and that there are previous confirmed complaints for the same issue, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.